Manufacturer narrative:
(B)(4) d10: concomitant medical products: desc: revitan prox. Cylindrical 75; item: 01.00402.075; lot: 2555672 desc: unk head; item: unk; lot: unk desc: unk cerclage wire; item: unk; lot: unk . G2: foreign - event occurred in switzerland. Investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an initial left total hip arthroplasty was performed on an unknown date with unknown product. Subsequently, the patient was revised on an unknown date in 2017 and 2019 due to unknown reasons. On, (B)(6) 2026 the patient was revised for a third time due to a fractured stem. During the revision clear joint effusion was present. The femoral stem was identified as fractured, with an embedded cerclage wire. The head and stem were revised without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.